Event description:
The pt reported she has air bubbles in the insulin cartridge of her insulin infusion device. She stated she has been working with the company's clinical specialist to try to resolve the issue. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.